Manufacturer narrative:
An erosion was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the erosion was not device related.

Event description:
Patient reported that the device began poking out of the implant site when she was lying face-down on a massage table. Patient also reported blood pooling on the underside of her breast. Device was removed, and there is currently no indication that it has been replaced. Should additional information become available, this file will be updated.